Event description:
During a routine ventilator check, I found that the touch screen on the ventilator was not responding to touch commands. The respiratory therapist tried unsuccessfully to resolve, troubleshoot, but quickly determined that the ventilator needed to be pulled from service.